Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic sleeve procedure, the needle disengaged from the jaws of two devices. The needle fell into the patient cavity but was retrieved. The device was difficult to toggle, load and unload. To complete the procedure, a third device was used. No patient injury or extension in surgical time.